Event description:
It was reported that an edwards mitral bioprosthetic valve was explanted after an implant duration of approximately 7 years due to valve leaflets appearing to be calcified and not opening normally. The valve was replaced with another bioprosthesis. Operative report indicates: "approximately 6 years status post mitral valve replacement with a pericardial tissue valve, who now has symptoms of congestive heart failure and shortness of breath with exertion. Workup reveals that his prosthetic mitral valve has stiff leaflets which are not opening well... The leaflets were stiff and calcified. There was no evidence of any infection." No complications noted during the replacement procedure.

Manufacturer narrative:
Method = x-ray. Evaluation summary: moderate calcification was observed in the cusp area of leaflets 1 and 2, and minimal to moderate calcification was observed in the cusp area of leaflet 3. The free margins of leaflet 1 and 2 exhibited moderate calcification, minimal calcification was observed on the free margin of leaflet 3. Calcification restricted mobility in the leaflets. Minimal host tissue overgrowth encroached into the orifice at the greatest point by approximately 2mm at the inflow aspect. Moderate host tissue overgrowth encroached into the orifice at the greatest point by approximately 10mm at the outflow aspect. Host tissue was moderate to heavy at the stent outflow and moderate at the stent inflow. Device evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis leading to this explant, in addition to moderate host tissue overgrowth (pannus). Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.